Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that over the past year the she has had infusion sets that were leaking at the headset, and that the self-adhesive is repeatedly wet during use. Customer stated that 1 in 3 infusion sets would leak. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.